Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported lack of pacing or procedure-related complications.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was undergoing a device upgrade procedure when they coded. The hospital staff believed the device was not pacing the patient. However, the device was pacing normally at the routine device check the previous week. The patient received four shocks during the event. It appeared the patient became bradycardic, and then went into vt/vf. The physician and the field representative believed the patient¿s low heart rate was anesthesia related. It was noted the patient had undergone a vt ablation for slow vt the previous day. The patient was intubated and was doing fine later in the day. The cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were implanted successfully. The explanted ICD was not interrogated during the event but the device was retained and it was planned to complete the interrogation and then return the device for analysis. No additional adverse patient effects were reported.